Event description:
The following has been reported: customer reported: pump: (B)(6). On (B)(6) 2024. We need to check for overinfusion, set issues, and pump issues cassette lot# fak23k01371. Pump infusing heparin when pump problem alarm triggered. This is the second pump to trigger using the same administration set (approx 2xhours apart) refer to (B)(6). Set removed. Nurse cannot be certain which tubing lot was used and produce 2x inserts out of a total of 3 that were used (both fa23k01371). A preliminary review of the logs identified the following issue: pneumatic valve leak failure. (Valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 2 leak failure. Device was provisioned to 5.9.2. Software which addresses leak rate failures for valves. The pump was put through mock infusions without reproducing any alarms. Upon reviewing the log files for this device it was seen that the leak rate for valve 2 was near the new values resolved in the 5.9.2 software and as such the device will be put through all functional testing. Internal investigation found no physical damage.